Event description:
Attempted insertion of a dual-lumen PICC line in the left arm. During the procedure a guide wire was inserted by the duty nurse into the vein a short distance, but failed to move forward, and could not be pulled out of the vein. The resident on duty stepped in to assist, with the medical dir supervising. The guide wire developed a loop that was seen by fluoroscope, then perforated the vein wall and became trapped in subcutaneous tissue. After continued effort to free the guide wire, the wire broke and was removed. Fluoroscope confirmed a small piece of the guide wire and tip remained in the subcutaneous tissue of the left arm. A cut-down surgical procedure was performed the next day to remove the guide wire piece and tip.